Manufacturer narrative:
The actions taken were: "the pump was unmoved and has been checked by technical service. The electrical security analyzer provided the following data: the impedance data is out of the range, but it has to be considered that the pump is broken and the measures were taken without uncover the machine. The next procedure is to check the electrical energy and its installation in the surgery room, as soon as we get the new information it will be sent."

Event description:
Reporter reported that "an anesthetist received an electrical discharge while standing up, on having supported with a hand the easel where a pump 6300 baxter palque active was placed which was not in service, and with another hand resting on a lamp sugico light model sh-6235hl, the anaesthetist reports, he was thrown approximately to 1 meter distance where the equipments were placed, the doctor could not keep giving anesthesia, another anaesthetist was called to replace him in the surgery. At the moment that technical service received the infusion pump, they noted the screen of channel 2 was broken. Technical service asked the nurses in the hospital why the machine was being used with the broken screen and why baxter was not informed about this fact. The nurses told technical service the machine was still working and they needed it. At the moment of the event, the anesthetist had pain in his hand and shoulder, he did not finish the surgery. Today he still has pain in the hand.